Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's medical history included perineal pain and nabothian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression"), fatigue ("complete exhaustion"), back pain ("back pain"), feeling abnormal ("brain fog") and loss of libido ("loss of libido"). The patient was treated with surgery (full hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, alopecia, anxiety, depression, fatigue, back pain, feeling abnormal and loss of libido outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, depression, fatigue, feeling abnormal, loss of libido and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's medical history included perineal pain and nabothian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression"), fatigue ("complete exhaustion"), back pain ("back pain"), feeling abnormal ("brain fog") and loss of libido ("loss of libido"). The patient was treated with surgery (full hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, alopecia, anxiety, depression, fatigue, back pain, feeling abnormal and loss of libido outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, depression, fatigue, feeling abnormal, loss of libido and pelvic pain to be related to essure (ess205). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.